Event description:
It was reported that the patient had a delayed transfusion reaction. Anti-e was identified in subject's blood. Patient was transfused with e positive packed red blood cells resulting in a delayed transfusion reaction. Transfusion occurred during initial surgery.

Event description:
It was reported that the patient had right heart failure that was not associated with the lvad. Rather, the event was related to patient¿s existing cardiac history and the right heart failure was due to his left heart failure. The patient suffered from hepatic dysfunction due to right heart failure. The patient also had a history of arrhythmia prior to lvad implant.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file data confirmed the reported low flow alarms; however, a specific cause for the low flow events could not be determined through this evaluation. Moreover, a direct correlation between the device and the reported right heart failure, infection, ventricular fibrillation, hepatic dysfunction, and patient outcome could not be determined through this evaluation. The system controller event log file contained approximately 5.5 hours of data on 21sep2018 from 12:39 am - 6:17 am. The low speed limit was kept stable at 5000 rpm throughout the log file; however, the stored patient speed was changed several times, ranging from 5100 rpm ¿ 5400 rpm. Almost continuously active low flow controller fault flags were noted throughout the log file, the majority of which lasted longer than 10 seconds to result in active low flow hazard alarms. The low flow hazard alarms increased in frequency toward the end of the log file and did not resolve despite the changes made to the stored patient speed. Calculated average flow dropped as low as 0.3 lpm at 4:15 am and did not increase above 2.5 lpm throughout the log file. The controller periodic log file contained data from 18sep2018 ¿ 21sep2018 and showed that calculated average flow remained overall stable in the range of about 3-4.5 lpm prior to 21sep2018. Despite the multiple low flow events, the system appeared to be operating as intended and the actual motor speed remained above the low speed limit for the duration of the log file. Although it could not be conclusively determined through this evaluation, the patient¿s reported severe right heart failure could have contributed to reduced filling of the pump to result in the reported low flow alarms. The relevant sections of the device history records, including the sterilization and packaging documentation, were reviewed and showed no deviations from manufacturing or qa specifications. The implant kit was shipped on 27oct2017. Section 1 "introduction" provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 "system monitor" provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Section 5 "surgical procedures" (under "creating the driveline exit site") provides suggestions for the surgeon in regards to creating the tunnel for the pump cable during the implant procedure in order to minimize the risk of exit site infection. Care instructions in regards to preventing infection are included in several sections of the IFU, including in section 6 "patient care and management" (under "caution!", "caring for the driveline exit site", and "controlling infection"). Section 6 also provides suggested responses in the event of infection. In addition, this section instructs to remove all intravascular lines as soon as practical to reduce the risk of systemic infection. The heartmate 3 lvas patient handbook provides care instructions in regards to preventing infection in several sections, including section 4 ¿living with the heartmate 3¿ (under ¿caring for the driveline exit site¿). The patient handbook instructs the patient to call their hospital contact immediately if any signs of infection are noticed. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The heartmate 3 lvas IFU lists right heart failure, infection, cardiac arrhythmia, hepatic dysfunction, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
This report is being submitted late as a part of the correction required for a CAPA investigating repeated late submissions of clinical data to the product performance group by a single clinical safety employee. Abbott notified FDA of the pending late reports related to this issue. The late reports related to this CAPA are expected to be submitted. Brand name, UDI #: the heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 10 days. Investigation conclusion: a direct correlation between the device and the reported infection and patient outcome could not be determined through this evaluation. A review of the device history records revealed the device met applicable specifications. An autopsy was not performed; the device was not explanted and is not available for investigation. The heartmate 3 lvas IFU lists infection and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that on (B)(6) 2018 the patient was experiencing leukocytosis. Results of blood samples on (B)(6) 2018 were positive for staphylococcus aureus and sputum was positive for serratia marcescens. On (B)(6) 2018 more cultures were drawn. Infection was reported as bacteremia and serratia marcescens bronchitis resistant to cefepime. The patient's death was previously recorded as a patient outcome with no additional information. It was stated that the device operated as expected at the time of the event. Upon the receipt of this information it is being reported as related to the infection on (B)(6) 2018. No additional information was provided.